Manufacturer narrative:
The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Treatment was performed in a slightly bent, 90% stenosed lesion in the first obtuse marginal artery using the pulling technique from the distal side. During a wire exchange, the spring tip of the viperwire advance coronary guide wire with flex tip was observed to be fractured. The fractured component was snared. The patient was stable.

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).